Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient fainted when she was at a grocery store. She became unconscious and woke up to paramedics. The bg by paramedics was 40 mg/dl and the egv was 234 mg/dl. The hypoglycemia was treated with a shot of glucagon in the leg and the patient was released by paramedics on site. The patient reportedly drove home and watched her sugar levels closely. At the time of the report the next day, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.